Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black particle lodged in the tubing of a homechoice cassette. This was found during setup of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with naked eye found particulate matter inside sterile fluid pathway. This was determined to be pin build-up that was broken off during the extrusion process and embedded inside the tubing wall. The reported issue was verified. The direct cause of the event was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.